Event description:
Customer reported receiving the field action notification letter regarding freestyle lite test strips (lot # 0822524). Customer stated she was a user of these affected test strips and that she received low reading(s). There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical open. The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the c zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 06/10/2009. Note: during initial contact with the customer, no meter data, strip data, nor readings were reported. Multiple attempts were made to contact the customer to gather this information.